Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated due to the observed cut. No other abnormalities were observed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparo hepatectomy the user put air into the device, but the balloon would not inflate. The last known status of the patient is reported as no problem.